Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that there were no boluses recorded in the pump¿s history since the day before. The reporter stated that the date and time were set correctly. The reporter verified that the pump and the meter were paired correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/14/2014 with the following findings:a review of the pump¿s history showed that the last bolus and last basal delivery were on 01/11/2014. No activity related to the complaint was visible in the pump¿s history and the total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to operating within required specifications and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.